Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during on-site in-service, 5 unwrapped balloons reported over past several months seen at the proximal end of the balloon on fluoroscopy over the past several months. Resolved by manual inflation". No information has been made available on the details surrounding each event.

Event description:
It was reported that "during on-site in-service, 5 unwrapped balloons reported over past several months seen at the proximal end of the balloon on fluoroscopy over the past several months. Resolved by manual inflation". No information has been made available on the details surrounding each event.

Manufacturer narrative:
(B)(4). The reported complaint of iab would not inflate completely is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined.a device history record (DHR) review could not be conducted as the device lot number was not provided. No further action required at this time. The reported complaint will be monitored for any developing trends other remarks: n/a. Corrected data: n/a.